Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Product device was returned broken and stuck into two pieces together. Visual inspection found optic split/ haptic broken. Unable to perform dimensional inspection due to damaged state of returned lens. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.0/1.5/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced low vaulting and glare/haloes. On (B)(6) 2023 the lens was explanted and this resolved the problem. The cause of the event was reported as unknown.